Event description:
On 12-13-95 pt augmented with mcghan saline mammary implants. Pt has had no problems with implants at all. Now desires to be larger. 8-13-98 augmented today with mcghan saline mammary implants.